Event description:
A nurse called to report that the customer was admitted to the ICU at the hospital due to high bgs. The dr disconnected the customer from the pump and placed on insulin drip. It was stated that the set was changed three days before the admission. The customer leaves the set in until the insulin runs out. The customer changed the set once or twice a week depending on how much insulin pt used. The time on the pump was forty-five minutes off. The basal rates were corrrect and programmed properly. It was indicated that pt bgs were high for more than a day before the admission. During the call the customer did a 10u fixed prime and it passed. Also the pressure test passed. The nurse informed that the customer wanted the pump tested which is why pt called.